Event description:
Reporter noted error message "vent error" then noticed restricted flow. Changed the cassette and tip with little benefit. Corneal burn at incision site observed prior to changing cassette. Sutured wound to close.